Manufacturer narrative:
On (B)(6) 2016 01:33 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit , troubleshot the device and found the unit tripping the 20a mains circuit breaker during power up. The technician determined that the compressor is defective and causing the 20a breaker to trip. Additional informations: the customer decided to not repair this unit at this time and removed it from service. The compressor is defective and still in the unit. The device is not available for investigation.

Event description:
On (B)(6) 2016 01:06 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the hcu30 shuts itself off and tripped the mains breaker. Additional information: there were no patient involved the incident occurred during preventive maintenance. (B)(4).